Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® ultra xc and patient experienced ¿vascular occlusion.¿ the patient was treated with hyaluronidase, warm compress, and aspirin. Event status is unknown.

Event description:
Additionally, the healthcare professional reported that the event resolved on the same day as injection.